Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the battery had issue and is not every time sometime it does not respond it takes time to come on and it responds and stated that the compartment that the cap screws into is breaking. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the device should be replaced. The customer advised to discontinue use of the pump and revert to backup plan. The device is expected to be returned for analysis.